Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing, pacing inhibition, high pace impedance greater than 2000 ohms and high pacing thresholds, which it was attributed to a lead fracture near the pocket. A surgical revision was performed in which the lead was surgically abandoned and new lead was replaced. No additional adverse patient effects.